Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the transfer message had been dropped in cce for an admitted patient. A technical support specialist joined a remote session to review the issue. It was explained that a logic existed in the cce database to update patient status such as admitted or discharged. The message sent on had been dropped by this logic, despite the patient being admitted. The message was traced, but only the received from host message was visible, with no pie type tracing available, making it impossible to determine what happened to the message. The logic was modified to temporarily remove the message from the filter. A recommendation was made to perform housekeeping on the logic, as the customer had already completed a host conversion from sap to epic, and most stored procedures in cce were still configured for sap systems. The recommendation was acknowledged, and the case was closed. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary tower transfer message was dropped for admitted patient. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.